Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right knee was revised due to pain. A 9mm cs poly was exchanged for an 11mm cs poly.